Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Upon interrogation, the right atrial lead exhibited noise. Noise was reproducible with pocket manipulation. There were no other electrical anomalies. The lead was explanted and replaced. The patient was in stable condition post operation and would be followed normally.